Event description:
Customer alleged discrepant result with inratio meter compared to doctor's inratio2 for one pt. Summary of reported results: date: (B)(6) 2013; inratio: 1.2; doctor's inratio2: na; dates: (B)(6) 2013: inratio: 1.0; doctor's inratio2: 3.1. Time between testing was two hours. Pt's therapeutic range is 2-3. No additional info was provided.

Manufacturer narrative:
Investigation pending.